Event description:
Implant date: 1993. It is alleged that in 2001 patient complained of pain and x-rays taken revealed a "fractured screw" and "defective screw". It is claimed that patient had to have additional surgery because of this, but there is no report as to what exactly was done at this additional surgery. The fusion status is unknown.